Event description:
Pt called lfs in 2004 alleging the meter would only prompt an apply sample message while attempting to test. The pt reported no high or low blood glucose symptoms at the time of testing. The issue was not resolved with troubleshooting. The meter was replaced for the pt. No further info has been reported.